Event description:
It was reported that during the procedure for treatment of a de novo lesion in the mildly tortuous, mildly calcified, mid right coronary artery (rca), a 3.0x28 rx xience prime stent delivery system was advanced to the target lesion. The physician attempted to deploy the stent but the stent balloon did not inflate. The device was withdrawn from the anatomy and another unspecified device was used to treat the target lesion with good results. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.